Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of device breakage ("fracture of right promixal end of the essure insert") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (batch no. 852005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 7 years after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain and uterine leiomyoma ("4cm fibroid"). At the time of the report, the device breakage, genital haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered device breakage, genital haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: reported as 4cm fibroid and polis too. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: fracture of the right proximal end of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of product technical compliant. On 23-oct-2018: no new information added. On 23-oct-2018: no new information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of device breakage ("fracture of right promixal end of the essure insert") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (batch no. 852005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 7 years after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain and uterine leiomyoma ("4cm fibroid"). At the time of the report, the device breakage, genital haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered device breakage, genital haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: reported as 4cm fibroid and polis too. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fracture of the right proximal end of the essure most recent follow-up information incorporated above includes: on 11-oct-2018: new event '4cm fibroid' was added. Lot number was added. Non significant correction was performed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of device breakage ("fracture of right promixal end of the essure insert") and genital haemorrhage ("irregular bleeding") in a female patient who had essure (batch no. 852005) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 7 years after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain and uterine leiomyoma ("4cm fibroid"). At the time of the report, the device breakage, genital haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered device breakage, genital haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: reported as 4cm fibroid and polis too. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: fracture of the right proximal end of the essure. Most recent follow-up information incorporated above includes: on 11-oct-2018: new event '4cm fibroid' was added. Lot number was added. Non significant correction was performed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.